Event description:
Vascular occlusion [vascular occlusion]. Rha redensity in temple [off label use]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2026 and refers to a female patient of unknown age, who had received rha redensity on (B)(6) 2026 (reported as today) for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. An unknown volume of rha redensity was applied in the temple via unknown injection technique. It was not reported if cannula was used for the administration. Lot# and expiration date were not provided. On (B)(6) 2026 (reported as today), the patient experienced a vascular occlusion. The treatment for the event was not provided. It was unknown if the patient underwent any laboratory or diagnostic tests. At the time of report, the outcome of the event vascular occlusion was unknown. The intensity of the event vascular occlusion was not provided. It was unknown if the rha redensity product was available for return. Health effect: clinical code e2328, obstruction/occlusion. Health effect - device code: a2304, off- label use. No additional information was available at the time of this report.